Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned missing the helix tip. The extendable/retractable fixation of the helix was broken off and the distal tip portion of the helix was not returned. High magnification microscopic analysis of the fractured helix surface showed a rotational pattern consistent with torsional overload. Laboratory analysis confirmed the helix difficulty allegation based on the finding of a fractured helix tip. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that the helix of this lead did not extend while being implanted. No adverse patient effects were reported. The lead was returned.